Manufacturer narrative:
This supplemental report presents the results of the final investigation and additional information. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main board malfunction. A root cause could not be identified. Based on the investigation results, the most probable cause of the no-signal output from the processor was a main board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no signal output. The issue was found during inspection for use. There were no reports of patient involvement.